Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 750mg/dl and treated with an IV. Customer indicated that their doctor has been contacted and their blood glucose value was 169 mg/dl at the time of the call. Troubleshooting was declined by the customer as they indicated that their blood glucose is currently stable. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.